Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code(s): 1506, 2577, FDA patient problem code(s): 2199.

Event description:
It was reported before use the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder hub separated from the device and safety shield failure -- e.g. Shield breaks off from needle. The following information was provided by the initial reporter: the customer stated: "when the cap of needle was pulled off all safety devices also came off leaving just a needle on transfer device."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported before use the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder hub separated from the device and safety shield failure ¿ e.g. Shield breaks off from needle. The following information was provided by the initial reporter: the customer stated: "when the cap of needle was pulled off all safety devices also came off leaving just a needle on transfer device.".